Manufacturer narrative:
(B)(4). Unable to perform displacement test due to missing keypad overlay.

Event description:
The customer reported via phone call that bottom corner and bottom corner of lcd screen was cracked and scratched. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.